Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inner cavity of the poly packaging was found broken upon opening the package. The poly was not used as there was a concern for contamination. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. Visual evaluation of the packaging found an unknown residue and a surface scratch on the outside of the inner cavity. As the outer cavity and been previously opened, the source of the unknown residue and scratch cannot be determined. The unknown residue would be considered unacceptable. No other damage to the inner cavity was noted. Additional visual evaluation confirmed the blister seal is not breached. Sterility is not breached. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.